Event description:
Patient presented to the hospital after receiving a shock. It was reported that the patient had stopped breathing during sleep. It was discovered that the device was in hardware reset mode with no therapy. As such, both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.